Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation of the pump, the pump powered on with a blank display screen. The pump was opened and evidence of moisture corrosion was found on the display flex, the force flex, and the motor flex connectors. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a blank display screen and moisture corrosion on the force and motor connectors. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.